Event description:
It was reported that patient experienced a changed in therapy effect with the following symptom of acute pain. The pain started after the catheter "slipped out" on (B)(6) 2012 or (B)(6) 2012. The patient did not have any falls or trauma. It was noted that the patient slowly started to get back to doing activities again. The pain was occurring down the back of patient's legs, muscle spasms and defecating. The patient was home at the time and status was undetermined. The patient was in the emergency room (ER) from (B)(6) 2012. The hospital could not do anything for the patient as they were waiting on patient's physician to be available to fix catheter. When the patient left the ER, patient went to see physician, but physician had already left for the day. The device system was used to deliver morphine and fentanyl. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that on (B)(6) 2012 the patient presented at the doctor's office complaining of a new onset of foot pain. The patient's dose was increased from 1.25 mg/day of morphine to 1.6 mg/day. The concentration was 10 mg/ml. The fentanyl was a commensurate dose of 10 mg/day with a concentration of 50 mg/ml. On (B)(6) the patient was playing frisbee golf and he thought his catheter pulled out. A catheter revision was performed. The back incision was re-opened and it was found that the "t" or butterfly tie down was ripped on one side. It was replaced and tied down on each wing. The catheter was located at t-8. The patient did not mention any other symptoms to the physician's office. The patient presented to the office again for a pump refill on (B)(6). The patient's morphine was increased to 2.2 mg/day. The reporter stated that the patient was doing very well and receiving effective therapy at the time of the report. The patient had no further issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ catheter. (B)(4).